Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, large clip applier, large needle driver, cadiere forceps, fenestrated bipolar forceps, vessel sealer extend, sureform stapler 60. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the elderly patient in this report was in poor health and died from renal failure 3 days after a hemicolectomy. The procedure was reportedly uneventful with no intraoperative complications and no allegation was made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy with intra-corporeal anastomosis, the patient expired on post-operative day three. There were no intraoperative complications and no report of any da vinci system, instrument or accessories issues. The surgeon informed the intuitive clinical sales representative that was present during the procedure that the patient died due to renal failure unrelated to the da vinci products. The patient was noted to be elderly and very unhealthy and could not be scanned before she died. Additional information was requested but no further details were provided.